Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label location on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was feeling unwell, which included blurred vision, nausea, headache, and shaking hands. At that time, the egv was around 275 mg/dl, with earlier egv up to 375 mg/dl. About one hour before emergency medical services (ems) was called, the patient administered 16 units of insulin via pen. As symptoms worsened, ems was called. The bg was 45 mg/dl and during this time, the cgm continued to display egv above 200 mg/dl. Reversal of hypoglycemic shock was not described in the documentation. In the emergency department (ed), additional blood testing was performed. The patient reported a fingerstick glucose of approximately 120 mg/dl. She was discharged in less than one hour despite ongoing symptoms. After discharge, the patient reviewed her lab results and noted abnormal values. She contacted her physician for follow-up and reported plans to see her doctor later on (B)(6) 2026. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label location on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was feeling unwell, which included blurred vision, nausea, headache, and shaking hands. At that time, the egv was around 275 mg/dl, with earlier egv up to 375 mg/dl. About one hour before emergency medical services (ems) was called, the patient administered 16 units of insulin via pen. As symptoms worsened, ems was called. The bg was 45 mg/dl and during this time, the cgm continued to display egv above 200 mg/dl. Reversal of hypoglycemic shock was not described in the documentation. In the emergency department (ed), additional blood testing was performed. The patient reported a fingerstick glucose of approximately 120 mg/dl. She was discharged in less than one hour despite ongoing symptoms. After discharge, the patient reviewed her lab results and noted abnormal values. She contacted her physician for follow-up and reported plans to see her doctor later on 03/23/2026. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.